Manufacturer narrative:
Updated: b4, f10, g4.

Manufacturer narrative:
Updated: b4, g4, h6

Manufacturer narrative:
Reference CAPA-20-00141

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a valve model 3300tfx25mm implanted in aortic position was explanted at implant due to unknown reason. As per the idc, there was no issue with the valve despite no additional information was provided by the surgeon [ipr-1506985-20200702-1]. Another valve same model and size (3300tfx25mm) was implanted. As per follow-up with the surgeon, the valve was explanted after approximately three weeks not due to a valve issue but due to technical issues with suture: one of the sutures became unraveled leading to a paravalvular leak [ipr-1506985-20200702-2]. On explant, the valve was perfectly intact. The patient was discharged home and did not suffer any injury or adverse event in long-term.